Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that a cartridge alarm 05 occurred. Customer to load a new cartridge to address the issue. There was no adverse effect to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.